Manufacturer narrative:
(B)(4). One used sample was received for evaluation. The sample arrived out of the pouch primed. Visual inspection showed that the center y site was inverted. The septum was removed from the y site and checked for presence of the center slit, which was confirmed. The y site swage height was then measured and found to be out of specification. Initial evaluation confirmed the reported condition. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the reported condition could not be identified. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported an interlink continuflo solution set with a collapsed septum. According to the report, the issue occurred during patient therapy and blood was found in the line. There was patient involvement, but no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.